Manufacturer narrative:
Records demonstrate that quality system procedures were correctly followed and the finished product met all quality release criteria and specifications were within allowable limits prior to release.

Event description:
Consumer reported upon insertion of a bladder support she felt pain due to being scratched from the petals on the applicator that were slightly open during insertion. The pain resolved later that day. She did not seek medical attention and she did not experience any serious adverse health effects.